Event description:
The facility reported a colleague infusion pump with failure code 550:320:654:0000. The condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it was known to have occurred in biomed services. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The software version is currently unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 550:320:654:0000 was confirmed by baxter personnel during product evaluation. The root cause was assigned to a loose harness rear inverter. The harness rear inverter to the isocom printed circuit board was reconnected to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A service history review revealed that this device has not been serviced prior to this event for the reported condition.